Event description:
It was reported the flex video scope had stickiness from 30-40 centimeters (cm) on the insertion tube, which was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesives around the light guide (lg) and the objective lenses had corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: device degradation problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.